Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock when programmed to the secondary vector. Technical services (ts) reviewed and noted that smart pass was disabled at the time of the episode. Additionally, the noise appears to be due to myopotential noise. The patient was evaluated in the office and when the device was programmed to secondary and primary with 2x gain there was similar noise however, when programmed to alternate there is no noise. Ts provided troubleshooting options and smart pass was turned back on. Since this appears to be an ongoing issue, the field representative requested for an nsr-tachy transitions. At this time, the system remains in service. No adverse patient effects were reported.